Event description:
IV pump screen froze while maximum dose of nicardipine was infusion, unable to titrate nicardipine drip down to ensure that bp did not get too low. Bp did undergo some variations outside of desired range due to inability to change infusion rate due to screen being unresponsive for 10 minutes. IV pump screen eventually started working again, anesthesia tech called and while screen not working. Troubleshooting attempts: IV pump unable to be turned off, due to channel having a program in place. Unable to remove program when IV cassette removed from IV pump - IV pump continuously alarmed for 10 minutes while attempting to troubleshoot pump. Unsure about other options for troubleshooting IV pump when screen frozen.